Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient fell and lost stimulation and the ability to connect with the recharger and programmer. The device would not communicate with a clinician programmer and a physician mode recharge (pmr) was unsuccessful. The device needed to be replaced. The patient experienced pain and a return of her chronic pain. There was no patient injury. Additional information received on (B)(4) 2012 reported that the patient was in the process of being scheduled for replacement. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the replacement surgery had not been scheduled as of the date of this report. No further information was reported.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).